Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1242 showed thirty other similar product complaint(s) from this lot number.

Event description:
It was reported the leak was discovered at the time of insertion. There were no patient symptoms related to the fluid leak. The catheters were removed and replaced with new PICC catheters. The catheter was removed before being dressed or secured.